Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ catheter. (B)(4).

Event description:
It was reported that the concentration was too high for the patient, causing an overdose back at the (B)(6). The patient experienced headaches and could not move or get out of bed. The concentration was lowered. The intrathecal drug delivery pump was used to deliver baclofen 125 mcg/ml at a dose of 7mcg/day. The previous delivery of baclofen was 500mcg/ml. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient also felt tired. The patient stated that she had no problems, complaints or issues since she had the pump implant.